Event description:
Boston scientific received information that the pace/sense portion of this right ventricular (rv) lead was capped as it had exhibited high thresholds. (B)(6) hospital procedure date: (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).